Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-62- user had poor technique. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from results obtained of 185, 169, 149, 147 and 134 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 125 mg/dl. Customer is using alcohol pads, and obtaining blood sample from same hand, same finger and sometimes different hands. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by customer non-fasting and produced test results of 192 mg/dl and 196 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is two days. The meter memory was reviewed for previous test result history: (B)(6).